Manufacturer narrative:
This event occurred outside the u.s. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B) (4) analysis of the returned device found no anomalies. There was no excessive adhesive on the connector block. Since the adhesive in question was not returned it cannot be determined its origin.

Event description:
It was reported that during implant attempt, the doctor did not want to implant the device, because when he took out the device from the box, he saw that the connector was inflated. After the implantation, when the nurse cleaned the device, a surplus of silicone was left. The device was replaced by another. There were no patient complications reported as a result of this event.